Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The reported patient effect of mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (thin leaflets). The mitral valve insufficiency/ regurgitation appears to be due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) post-procedure and recurrent mitral regurgitation (mr). It was reported that an initial mitraclip procedure was performed (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was challenging due to patient anatomy. One clip was successfully implanted reducing mr to 1. Three days later, the physician reported that the clip had detached from the posterior mitral leaflet (single leaflet device attachment (slda)) and the mr was noted to have increased from 1 to 3-4. In the physicians opinion, the slda occurred due to the pre-existing patient anatomy. A repeat mitraclip procedure is planned for a later date. No additional information was provided.